Event description:
While connected to the pt and infusing medication the pump went red and inoperative. Dose r amount: tpn. Frequency: 80ml/hr. Route: IV = central line. Diagnosis or reason for use: retrooperitoneal mass, on ventilator.